Event description:
It was reported that during device evaluation, the endoscope reprocessor had a faulty/damaged o-ring. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via phone and remote troubleshooting was performed. Tac advised customer that pre-filters are supported by hospital facilities/bio-med and advised to replace the faulty o-ring. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.